Event description:
Customer obtained a reading of 119 mg/dl on her aviva system, but felt hypoglycemic symptoms (symptoms not clarified). Customer retrieved some orange juice and consumed it, while her husband called the emts. They arrived within 10 minutes and tested the customer on their meter, but reading was not provided. Customer was feeling better, but emts transported her to the hospital and she was admitted for 2 days. Customer was treated by controlling her diet in the hospital, and reducing dosage of glipizide. No delay in treatment reported due to the device reading. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.